Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled due to limited battery capacity. Technical services (ts) discussed that this was likely a false positive indicator related to a software update. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled due to limited battery capacity. Technical services (ts) discussed that this was likely a false positive indicator related to a software update. This device remains in service. No adverse patient effects were reported. Additional information was received that the software update was completed for this pacemaker and remote monitoring was re-enabled. This device remains in service. No adverse patient effects were reported.